Event description:
On (B)(6) 2019, the consumer stated that the product does not attach properly to the oral b toothbrush. When he was brushing his tongue, the attachment popped off and jammed his tongue. The consumer got a cut on his tongue but no medical attention was required. Purchase date: (B)(6) 2019, this date is an estimate. (B)(4).